Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a low blood glucose of 50 mg/dl. The customer stated that she was also very constipated, unable to urinate, had a severe urinary tract infection. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer stated that she was getting too much insulin, and her doctor was going to make changes to the settings. Nothing further was reported.